Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled the day prior and the customer was able to remove 200 units from the cartridge. Blood glucose was 231 mg/dl. Reportedly, a new cartridge was loaded to address the event.